Event description:
The pt underwent implantation of an itrel neurostimulation system for pain in 2000. The hcp states that the pt felt shocking sensations at the ipg site beginning 14 days later. 2 days later, a dacron sock was placed around the ipg. The neurostimulation system was reprogrammed but the patient's symptoms persisted. The device was explanted. The patient's symptoms resolved with explant of the device.